Manufacturer narrative:
Pump received with normal operating vibration and passed self-test. No vibrator anomaly during testing noted. Pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons on the insulin pump were unresponsive. The customer also reported the vibrate functional was not working on the insulin pump. Customer's blood glucose was 160 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.